Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, and h11. The device was sent to olympus for inspection. Based on the results of the investigation, it is most likely that damage or deterioration of parts due to wear and tears, without any design or manufacturing issues were the probable causes of the reported event. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope tip blown, gas cap may have not been on during reprocessing. No patient involvement.